Event description:
Per the clinic, the patient experienced skin and bone infection issues, resulting in the decision to explant the device on (B)(6) 2020. There are no plans to reimplant the patient with a new device as of the date of this report.